Event description:
It was reported that the patient¿s ipg site was causing discomfort. As result, the ipg pocket was revised on (B)(6) 2022, resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.